Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007; d334trg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post replacement procedure, the patient experienced an infection. The left sided cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.